Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of battery communication error alarm was a defective power battery manager board (pbm). The cause of the defective pbm is unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant's automated impella controller (aic) had a battery failure (yellow alarm). On boot up battery failure controller showed 50% power, the resolution for this issue is unknown. No report of patient involvement.